Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they charged their implant on sunday and it took them an hour and a half to charge because it fully depleted. Patient said that since sunday they have been feeling an electrical feeling going through them and it is driving them crazy every time, they move their neck. Agent reviewed therapy adjustment options. During the call the patient turned their stimulation off. Patient stated they were not feeling the sensation when they moved their neck with ins off. Patient mentioned they had tried to make adjustments on their own, patient said they went through every program, agent suggested following up with hcp regarding when and what therapy adjustments to make. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they have arthritis and neuropathy.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.